Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2015 to report no audio output on (B)(6) 2015. Dexcom technical support advised patient's wife to test the alert functionality, patient's wife reported alerts did not function. At the time of the call to dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
The complaint device was returned for evaluation. The device passed exterior visual and interior inspection. The receiver data log was reviewed and no errors related to the incident were found. However, the device failed global receiver functional testing and the manual sound drop test. The customer complaint was confirmed. The root cause was determined to be a defective speaker assembly.